Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The device was not returned for evaluation, as it remains implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 9 months due to degeneration, severe stenosis and regurgitation.  Per medical records, patient presented with severe stenosis and acute on chronic diastolic heart failure, and underwent the transcatheter valve replacement. A transcatheter valve was implanted and echo showed no perivavular leak. Patient tolerated the procedure well without complications. He was transferred to the cardiac floor in stable condition. Post-op echo showed a well-seated prosthetic valve that is functioning normally.  Patient was discharged in stable condition on pod #1.   As reported there was no allegation of early failure or malfunction against the surgical valve. This was a (B)(6) yrs old male patient with a history of hypothyroidism and colitis.